Event description:
It was reported that prior to a novasure endometrial ablation a physician performed a hysteroscopy, removal of mirena (levonorgesterel-releasing intrauterine system) and sounding. The physician then inserted the disposable novasure device and received several unsuccessful cavity integrity assessment (cia) tests. The physician aborted the procedure and performed a hysterectomy. Subsequent to the hysterectomy, the physician found "2 small uterine perforations both size of the small tips". It is unknown when the pt was discharged. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not know when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Neither the disposable device nor the radio frequency controller are being returned therefore, a failure analysis of the novasure system cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. (B)(4).